Event description:
On 8/9/95 pt had a total proctocolectomy with ileal j-pouch anal anastomosis for chronic ulcerative colitis. On 8/31/95 a presacral abscess was noted and drained using an all purpose drainage catheter set. Under CT guide a 2-3 cm fragment of the distal portion of the catheter broke off from the tip and was retained in the right gluteal region. Under CT guidance another procedure was done and fragment retrieved.